Manufacturer narrative:
B3: unknown; no information has been provided to date. One (1) used device was received for evaluation. A visual inspection was performed, and the reported issue could be duplicated. Therefore, it seems that the hinge part cracked and damaged when using the epifuse connector. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that a leak was observed from the epi fuse connector. The event occurred during patient use at the facility. No patient harm or adverse event was reported.